Manufacturer narrative:
The reported guide wire was received for analysis. Foreign, fibrous material was observed on the solder bond. Examination of the area of the material did not reveal any damage that would have contributed to the accumulation. The morphology and exact root cause of the accumulation is unknown. The material increased the diameter of the spring tip, and it was hypothesized that the material may have contributed to the reported event. It was hypothesized that the unknown foreign material became adhered during the procedure, although the root cause could not be determined. At the conclusion of the device analysis, the reported event of the viperwire being stuck in the vessel and damage to the spring tip was unable to be conclusively confirmed. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. H6: results code 4247: suggested code "foreign material". Csi ID# (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
During a procedure, a non-csi guide wire was used to cross 90% stenosed lesion in the right coronary artery (rca). The guide wire was exchanged for a csi viperwire guide wire, and orbital atherectomy was performed. Following the completion of orbital atherectomy, an attempt was made to exchange the viperwire guide wire for a non-csi guide wire, however, strong resistance was felt when the viperwire guide wire was pulled. An attempt was made to exchange the guide wire with a microcatheter, but the attempt was unsuccessful. A double lumen catheter was used to successfully exchange the guide wires. The spring tip of the viperwire guide wire was observed to be lumpy. It was confirmed that the spring tip was not fractured, and no fragments were left in the patient was confirmed via cine imaging. The physician confirmed that the oad did not contact the viperwire guide wire spring tip during the procedure. The procedure was completed, and the patient condition was good following the procedure.